Event description:
It was reported that two signal artifact monitor (sam) episodes were stored with this implantable cardioverter defibrillator (ICD) in which the respiratory rate trend (rrt) sensor was disabled. Technical services reviewed the data, and it appears the noise that was being oversensed was a result of electromagnetic interference (emi). The health care professional (hcp) did confirm the patient was having a procedure that same day and time. Additionally, impedances measurements were noted to be high, out-of-range at th time of the sam episode. Technical services provided recommendations. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that two signal artifact monitor (sam) episodes were stored with this implantable cardioverter defibrillator (ICD) in which the respiratory rate trend (rrt) sensor was disabled. Technical services reviewed the data, and it appears the noise that was being oversensed was a result of electromagnetic interference (emi). The health care professional (hcp) did confirm the patient was having a procedure that same day and time. Additionally, impedances measurements were noted to be high, out-of-range at th time of the sam episode. Technical services provided recommendations. At this time, the device remains in service. No adverse patient effects were reported.